Event description:
It was reported that the customer's pump screen remained dark and would not turn on. The customer's blood glucose level reached 570 mg/dl due to this issue. To address the high blood glucose, the customer administered a corrective injection using manual insulin therapy. The customer declined any further troubleshooting. No additional information was provided.